Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('it heated my coils and left side migrated deeper into the uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I had an ablation at the same time as they did essure". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) and genital haemorrhage ("I bled for a few months"). At the time of the report, the uterine perforation and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('it heated my coils and left side migrated deeper into the uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I had an ablation at the same time as they did essure". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) and genital haemorrhage ("I bled for a few months"). At the time of the report, the uterine perforation and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.